Event description:
It was reported that the patient presented with "dizzy spells while sitting up doing nothing." The patient heart rate was down around 30 bpm, there was no capture, and the impedance was noted to be high. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.